Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the wake button was unresponsive, and the pump touch screen was reported dim making it difficult to see. There was no reported adverse impact to the customer. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.